Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. The customer's blood glucose level was 400 mg/dl. Tandem technical support performed a system check and was able to confirm with the customer that insulin drips were seen coming out of the infusion set tubing. Customer continued using the pump for insulin therapy.